Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified that the service led was illuminated. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device illuminated its service led and displayed a white screen during inspection. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the customer's device and was unable to duplicate the reported issue. The user interface pcb assembly was further evaluated. It was observed that the capacitor, c181, on the user interface pcb assembly was cracked. Physio-control determined that the likely cause of the reported issue was due to a cracked and shorted capacitor, c181, which resulted in the device to display a white screen.

Event description:
A customer contacted physio-control to report that their device illuminated its service led and displayed a white screen during inspection. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.